Manufacturer narrative:
The reported issue ¿console turned off during surgery and impossible to turn back on¿. Unable to confirm or verify issue. The system was tested and verified to meet ams specifications.

Event description:
The "emergency stop button was unlocked."

Event description:
It was reported that during a urology-stone procedure, the console turned off. The physician was not able to turn the laser back on. The emergency stop button was locked. Patient had already been administered anesthesia. The procedure was postponed until repair of laser has been completed. There was no injury to patient reported.